Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor of the device was worn out, and the flex circuit was worn out. It was further determined that the device failed pretest for noise assessment, temperature assessment, and handpiece control assessment. Therefore, the reported condition that the device was not working properly was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that the motor device was not working properly and the device had an undetermined malfunction. During in-house engineering evaluation it was observed that the device failed temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.